Event description:
It was reported that an imaging catheter got stuck in a previously placed stent. The 90% stenosed lesion was located in the moderately calcified and severely tortuous distal left circumflex artery. During percutaneous coronary intervention (pci), a non-bsc stent was deployed. When the physician tried to advanced an opticross imaging catheter to observe the image, the device got stuck in the previously placed stent. A balloon catheter was inserted and inflation was performed. The opticross catheter was removed the guide wire exit port was deformed. No complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Examination of the returned device revealed the telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 41 mm. The observed distance is not within specification. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Imaging window was found stretched and flatten for about 2 cm and was located at about 98 cm from the femoral marker at the distal end. During image characterization testing a good square image appeared in the system. The imaging transducer could not be advanced into the flatten imaging window section. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in a previously placed stent. The 90% stenosed lesion was located in the moderately calcified and severely tortuous distal left circumflex artery. During percutaneous coronary intervention (pci), a non-bsc stent was deployed. When the physician tried to advanced an opticross¿ imaging catheter to observe the image, the device got stuck in the previously placed stent. A balloon catheter was inserted and inflation was performed. The opticross¿ catheter was removed the guide wire exit port was deformed. No complications were reported and the patient's condition is good.

Manufacturer narrative:
Age of time of event: 18 years or older. (B)(4).